Event description:
During a robotic incisional hernia repair, the trigger of the ethicon securestrap® strap25 absorbable strap fixation device would not close after two shots while trying to tack a hernia mesh. The faulty strap25 device was removed from field and another securestrap device was opened and used.